Manufacturer narrative:
The reported first pass mini straight device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the distal tip broke off inside the patient.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (2) tissue thickness. Excessive force can result in failure. Misuse of this device may result in bent or broken distal tip or jaws. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: (1) as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. (2) do not use this device as a lever for manipulating hard tissue or bone. Excessive force should not be applied to the device when manipulating soft tissue, bone, or hard objects. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an unknown procedure the distal tip broke off inside the patient. The pieces were removed. A backup device was used to complete the surgery, no delay or patient injuries were reported.

Event description:
It was reported that the distal tip broke off inside the patient. The pieces were removed. A backup device was used to complete the surgery.